Manufacturer narrative:
(B) (4) the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
It was reported to boston scientific corporation that during a follow-up appointment (date unknown) following a cystocele/anterior pelvic floor repair procedure on (B) (6) 2009, using a pinnacle anterior/apical pfr kit, the patient presented with about 1 to 1.5 centimeters of mesh erosion at the suture line. The physician opined that the patient did not use the prescribed estrogen cream pre- and post-operatively. The physician advised the patient to use her estrogen cream as originally prescribed and does not plan on taking any further action since the patient is reportedly ¿doing fine.¿

Manufacturer narrative:
(B) (4). The reported condition of a flo-gard infusion pump which, shortly after device power-up, alarms then completely shuts down was not confirmed nor duplicated during product evaluation. Numerous performance tests were performed, resulting in the device operating as designed and within specifications. Therefore, no assignable cause could be provided and no repair was necessary. Should any additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump which, shortly after device power-up, alarms then completely shuts down. This problem was identified during programming/set-up in a nursing home. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.